Manufacturer narrative:
The customer reported that the 2 wireless bsms were going into communication loss. The failure is believed to be a faulty wireless ap (access point, part number: ys-095p5). The customer moved these bsms to other aps and they work fine. She moved other bsms to the problem ap and could reproduce the comm loss. An exchange access point was shipped to the customer on (B)(6) 2016. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reported that the 2 wireless bsms were going into communication loss. The failure is believed to be a faulty wireless access point (part number ys-095p5).

Manufacturer narrative:
Manufacturer narrative: the customer reported that the 2 wireless bsms were going into communication loss. The failure is believed to be a faulty wireless ap (access point, part number: ys-095p5). The customer moved these bsms to other aps and they work fine. She moved other bsms to the problem ap and could reproduce the comm loss. An exchange access point was shipped to the customer on 03/31/2016. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.